Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient had recently undergone generator replacement on (B)(6) 2014. X-rays were taken and sent to manufacturer for review. Review of the x-rays identified that the lead pin did not appear to be fully inserted into the generator header. No additional relevant information has been received to date. No known surgical intervention has been performed to date.